Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold. A microscopic analysis was performed which identify crease sharp on posterior side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on radius side due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional information was provided when the operative report was received stating that the capsular contracture initially reported as baker grade unknown is now a baker grade IV.

Event description:
Additionally, healthcare professional reported in the operative report that the right side capsular contracture has a baker grade of IV.